Event description:
It was reported that pump insulin gauge displayed amount different than expected, with pump showing static fill estimate of 40 units despite insulin delivery. There was no reported impact to the customer¿s blood glucose level. Customer received education from technical support that this could occur due to large differences in measured pressures used to calculate remaining insulin and was informed that once actual insulin amount matched the static estimate, the display would begin to count down normally, and caller understood and acknowledged this explanation.